Manufacturer narrative:
The returned device was evaluated and the pod was received in a partially deployed state, with the needle mechanism deployed into the needle cap. The download data from the pod showed that the pod was deactivated by the user at the end of the second priming sequence. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early. Though no issues were observed, it could not be determined when the needle mechanism deployed. The root cause of the reported early needle deployment could not be determined. Inspection of the formed needle found evidence of damages. The formed needle was found to be bent and the tip of the formed needle was found to be deformed. These damages were due to the formed needle deploying into the needle cap. Though the formed needle was damaged, the damage did not prevent the flow of fluid through the complete fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod , prior to placing it at the infusion site the cannula had deployed early. The pod was not worn.